Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
It was reported that the unit had a navigation ring failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. The customer reported that the navigation ring is now functional; however, repair details were not provided. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13mar2020. B4: 23mar2020. Correction: the customer reported that the navigation ring is not functional; however, all other functions on the unit are working and the units are in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.